Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event, but did find system message (sm) [mechanism timeout error.] In the event log. The host module and the multifunction input output (mfio) printed circuit board (pcb) were replaced as a preventative measure (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the system stopped working and there was no vacuum during phacoemulsification. The system was switched out to complete the case. There was no patient harm.